Manufacturer narrative:
Philips service replaced x-ray pc biplane and anode drive unit (adu) certeray; system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that equipment failed to turn on due to defective x-ray pc and adu on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.